Manufacturer narrative:
Marked other for administration of antibiotics reported. Date of event: date is approximate. Concomitant medical products: product ID: 977d260, serial#: (B)(4), product type: screening device. Product ID: 977d260, serial#: (B)(4), product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 28-feb-2023, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 05-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient with a wireless external neurostimulator (wens). It was reported that the patient started the trial last week ((B)(6)) and came in for a lead pull and had clear drainage. The rep speculated the patient must have had a wet tap during the trial. The rep stated that the patient came into office for a blood patch but was they were running a fever so it wasn't done. The rep said the patient also reported low back pain (below trial incision site). The healthcare professional (hcp) started the patient on antibiotics and was sent for MRI with and without contrast. The rep said they asked the hcp to give them an update when they have more information. No device issues were reported. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6) product type screening device product ID 977d260 serial#(B)(6) product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep spoke with the hcp and everything has resolved; patient was doing fine.